Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after experiencing a pneumothorax, diaphragmatic stimulation, and a leads positioning issue. A computerized tomography (CT) scan revealed an atrial perforation. There were high thresholds exhibited with the right atrial (ra) lead, and high thresholds, loss of capture, and diaphragmatic stimulation with the right ventricular (rv) lead. Reprogramming was performed, and the patient was transferred to another facility for lead revision. Lead repositioning was attempted, but unsuccessful. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.